Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-33, lot# va03vn6, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va05gp1, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# v583004, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v668801, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly.

Event description:
Additional information received reported they were replacing the patient's battery the night of 2014-(B)(6). The patient had not been using it for fear of having the same problem again.

Event description:
It was reported last thursday through sunday there was a low battery and stimulation was off. On sunday night, the patient felt ill and started vomiting. It was noted the device was not believed to be the cause of her illness. While the patient was vomiting, the patient started to feel tingling and it went up her leg and engulfed her whole body. The patient saw the call your doctor symbol, but didn¿t remember what the code on the screen was. This is what led the patient to go to the emergency room (ER) sunday night and seek treatment for the overstimulation condition she was having. The patient had a hard time communicating with the implant. They were able to turn it off in the ER but the sensation continued for another half hour. The patient had the sensation for several hours. It was noted that the clinician programmer showed the battery was off on sunday night, except at 0145 it turned on for a few minutes. According to the device history, it showed low battery and the low battery went dark for a short time at 0145. The patient was not in overdischarge recently. The patient had not felt any stimulation since sunday night. The clinician programmer indicated stimulation was on monday and tuesday. The patient reportedly charged on tuesday. The manufacturer representative (rep) turned stimulation on the day of this report and adjusted the amplitudes. The patient reported it was working well. Impedances were checked and contact 4 was greater than 3600 ohms. The patient was reportedly scheduled for a replacement on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
Follow up information received reported that patient was receiving effective therapy. It was noted that the implantable neurostimulator (ins) battery was to be sent back to the manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.